Event description:
It was reported that the unit experienced an e-1 error during a case. It was further reported that the case was not delayed and there was no harm to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.